Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be submitted if the sample is received and evaluated. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter to report a leakage noted on the twist clamp. It was confirmed by the nurse. The set had been used for 120 days.there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). One used set with no cap on spike was received with the sleeve removed from the occluder feet and no cap on patient connector in reference to leak. Set was tested underwater at 8 psi with leak noted from cut at top of occluder feet. The complaint was confirmed in the lab for tubing cut underneath the twist sleeve and for leak. In this case it appeared the cut occurred at the point where the occluder feet clamp the tubing. This is an unusual condition. The complaint stated that the transfer set was in use for 120 days. A batch review cannot be performed because the lot number is unknown. Root cause cannot be determined. Baxter will continue to monitor similar reports to determine if further actions are required.